Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the material specification form found a certificate of analysis is required with each shipment, and the suture diameter and knot pull suture strength is verified. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per the complaint details, two q-fixs out of 6 failed when the doctor was tying down the sutures when the sutures broke, leaving the suture anchor in patient¿s bone. Without relevant clinical information, or the device, the clinical root cause of the reported failure cannot be determined. However, we cannot rule out a procedural variance/user error as the likely cause of the reported failure. It is unknown if the IFU for the q-fix soft suture anchor was adhered to. Based on the information provided, an additional bone hole was required, and the procedure was completed with a smith and nephew back-up device without a delay. Since there were no reported patient injuries or any other complications, no further clinical/medical assessment is warranted at this time. Should any additional relevant patient information be provided, this complaint would be re-assessed. A review of the customer provided image shows a suture torn off and also shows the suture in a knot. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force, or suture contact with sharp objects. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a bankart procedure, the q-fix failed, when the doctor was just tying down the sutures, they broke, leaving the suture anchor in patient¿s bone. The procedure was completed with a s+n back-up device. No delay was reported, and no other complications were reported.